Event description:
It was reported the extension line was found ruptured during use on patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the extension line was found ruptured during use on patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the extension line was found ruptured during use on patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one connector assembly for evaluation. Signs of use were observed within both extension lines. Visual analysis revealed that both extension lines were slightly kinked. The appearance of the kinking is consistent with repeated clamping in the same location. No other defects or anomalies were observed on the returned assembly. The outer diameter of the venous extension line (blue hub) measured 0.191", which is within the specification limits of 0.185 - 0.192" per the extension line extrusion graphic. The inner diameter of the venous extension line measured 0.122", which is within the specification limits of 0.120 - 0.126" per the extension line extrusion graphic. The outer diameter of the arterial extension line (red hub) measured 0.18955", which is within the specification limits of 0.185 - 0.192" per the extension line extrusion graphic. The inner diameter of the arterial extension line measured 0.122", which is within the specification limits of 0.120 - 0.126" per the extension line extrusion graphic. The returned sample was functionally tested per instructions for use (IFU). The IFU provided with this kit instructs the user, "flush catheter thoroughly with normal saline to remove residual blood, post-treatment and before instilling heparin." Both extension lines were flushed using a lab inventory syringe, and both extension lines flushed as intended. The connector assembly was also tested using a pressurized leak tester as received. The connector assembly was attached to a lab inventory catheter body, which was occluded, and the lumens were connected to the lab leak tester. The sample was tested per (B)(4) which states, "the hub or connection fitting assembly or any other part of the catheter shall not leak liquid when tested in accordance with the method given in annex c of (B)(4)." The leak tester was pressurized to 300 kpa and held for 30 seconds. No leaks were observed in either extension line. A manual tug test confirmed the venous and arterial extension lines were secured to the respective luer hubs. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "examine catheter and extension lines before and after each treatment for any signs of damage." The IFU also states "do not clamp tubing repeatedly in the same place. Doing so will weaken the tubing." The customer report of a ruptured extension line could not be confirmed by investigation of the returned sample. The connector assembly passed all relevant dimensional and functional testing including leak testing performed per (B)(4). A device history record review was also performed and revealed no relevant findings to suggest a manufacturing related issue. Based on the customer report and testing of the returned sample, no problem was found. Teleflex will continue to monitor and trend for complaints of this nature.